Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records provided were limited to the patient post op note only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. It is alleged in the patient legal fact sheet that the patient experienced extrusion. Extrusion is listed as a known possible adverse reaction in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent a multi-part procedure including abdominal sacrocolpopexy with implant of a bard/davol flat mesh. On (B)(6) 2006 - the patient underwent a revision procedure with a suture in the vagina as being the reason for revision procedure. Alleged outcomes attributed to device of pain, extrusion, urinary problems, bowel problems, neuromuscular problems and vaginal scarring.